Event description:
A cartridge alarm 30 was reported by the customer, but there was no adverse impact on the customer's blood glucose level. The issue did not occur during the load process, and it was confirmed that the customer had not previously reported similar alarms. The customer successfully loaded a cartridge and resumed insulin therapy, resolving the issue.